Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient came in to follow up with doctor after surgery. The patient mentioned her incision site that holds the battery was having a lot of discharge. The patient is not sure what led to the infection but it started 1-2 days before. The doctor aspirated the incision and sent fluid off for cultures to determine if there is an infection. The patient was put on antibiotics and sent home. The patient is waiting for an update on what the cultures show to determined how they are going to proceed. The doctor mentioned that if there is an infection it was going to be explanted. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's body "rejected" the ins; their doctor had their device removed because they weren't healing. After the explant, their doctor told them the ins pocket was a mess. No allergic reaction was confirmed. No further complications reported.

Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they followed up with the patient on (B)(6)2018 and the results of the cultures came back negative. There was no infection and the patient was not getting an explant. It was noted that everything was good. However, additional information was received from the patient¿s healthcare provider (hcp) via a manufacturer representative on 2018-feb-05. It was reported that the battery pocket incision was infected. The manufacturer representative stated that this was noticed at the patient¿s post-op appointment on (B)(6)2018. It was noted that the physician would be explanting the device sometime that week. No environmental or external factors were reported that may have led or contributed to the issue. It was noted that the issue had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the doctor had aspirated the site and sent fluid samples for cultures. The fluid cultures from the ins site came back negative for infection. The root cause of the fluid leakage was uncertain. Due to the leakage from the pocket incision, the doctor decided to have the ins and leads explanted, which occurred on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device has been explanted. To the best of the hcp's knowledge the patient has recovered from the explant and also the leakage from the incision site had improved/been resolved. No further information was reported.